Event description:
It was reported that the gynecologic laparoscope had a flickering image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: the sir run shaw hospital affiliated to zhejiang university school of medicine e1 - city: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens was chipped a root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was universal cord was not good, in addition, the cause of the light guide lens was chipped a due to failure of distal end cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.